Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, the device was unable to fire -- green button could not be pressed nor handle could be squeezed. Another handle was used to resolve the issue in order to complete the case. There was no patient injury.